Manufacturer narrative:
Additional information was requested and the following was obtained: how many steel sutures were used on the patient chest during the one procedure? Only one steel suture. Do you have the xrays for review? No I don¿t. What was the location of the suture breakage? The two sutures broke both at the steel needles. What was the date of the second procedure? First (B)(6) 2016 second (B)(6) 2016. Does the surgeon believe there was any deficiency in the steel suture? The surgeon said that the sutures appeared normal, they broke during the procedure. What is the surgeon opinion of the causative factors for the breakage? Deficiency of the needles. Please describe exactly what was seen in x-ray. It was detected that the suture was broken. Did the suture (thread/wire) break post-op? Yes. Were needle pieces seen implanted? No. Is the first surgery/implant date (B)(6) 2016? Or what date? Yes it was the primary date. Is the date of the first suture breakage (post op) (B)(6) 2016? Or what date? On (B)(6), during a check a suture point was found broken. So it was sutured again and during this procedure the wire broke off while knotted. Is the date of the x-ray (B)(6) 2016? Or what date? Yes, on (B)(6) was performed the check. Is the date of the reoperation/ second suture breakage (intra-op) (B)(6)2016? Or what date? (B)(6).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You reported quantity of 12 involved and 12 being returned for evaluation. Please clarify: how many steel sutures were used on the patient chest during the one procedure? How were the sutures applied (how many twists to close)? Do you have the xrays for review? What was the location of the suture breakage? What was the date of the second procedure? Does the surgeon believe there was any deficiency in the steel suture? What is the surgeon opinion of the causative factors for the breakage? Do you have the steel suture for evaluation?

Event description:
It was reported that the patient underwent a replacement of aortic valve and ascending aorta on (B)(6) 2016 and the suture was used. The x-ray of chest was taken for checkup and it was noticed that the suture was broken. A further surgical procedure with opening of the chest was carried out to remove the broken suture. The procedure was completed by applying another like suture. Additional information has been requested.